Event description:
Alleged issue: the nurse use the syringe to deflate the foley catheter. However, the valve did not work. They could not deflate the balloon. There was no patient injury.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate at the time of this report. The manufacturer will continue to monitor and trend related complaints.